Manufacturer narrative:
An event regarding dislocation (closed reduction) involving an unknown head was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on (B)(6) 2016 a dislocated right total hip while putting on her abduction brace occurred and a closed reduction was performed." ¿on (B)(6) 2016 a dislocated right total hip while putting on her abduction brace occurred and a closed reduction was performed.¿ ¿no follow-up is documented between the (B)(6) 2010 primary right total hip arthroplasty and (B)(6) 2015, and no x-ray images are noted prior to (B)(6) 2015. There is no histopathologic diagnosis of altr, metallosis, alval or pseudotumor. Modest elevation of cobalt and chromium are not unexpected with four long-standing total joints in situ, including a left total hip arthroplasty, which was revised. There is no examination of the explanted components or description of trunnion corrosion or wear, or intraoperative photographic evidence of trunnion corrosion. There is no explanation for the elevated sed rate and crp noted on (B)(6) 2015 prior to the (B)(6) 2015 revision that subsequently showed infection. This entire clinical picture could be explained by periprosthetic infection and the "30% abductor necrosis" could relate to the greater trochanteric screw that is present throughout the x-ray evidence. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿ product history review: a product history review could not be performed as device was not properly identified. Complaint history review: a complaint history review could not be performed as device was not properly identified. Conclusions: the reported event of dislocation (closed reduction) was confirmed based on the clinician¿s review. It was noted in the medical review, the clinician stated, ¿on (B)(6) 2016 a dislocated right total hip while putting on her abduction brace occurred and a closed reduction was performed.¿ ¿on (B)(6) 2016 a dislocated right total hip while putting on her abduction brace occurred and a closed reduction was performed.¿ clinician¿s review of x-rays noted, ¿again on (B)(6) 2016 there are multiple views of bilateral hips with the right hip both dislocated and reduced.¿ based on stryker¿s guidance documents this complaint is considered off label based on the unknown head articulating with a competitor liner. Should additional information become available, the investigation will be reviewed. Device not available.

Event description:
¿On (B)(6) 2016 a dislocated right total hip while putting on her abduction brace, and a closed reduction was performed.¿